Event description:
It was reported that in the middle of a robotic laparoscopic cystectomy the large needle driver (lnd) had connection issues. After several attempts, it connects and the lnd is inserted and used for a minute or two before losing connection again. The lnd was then removed and replaced. The sterile interface module (sim) had no issues with other instruments attached to it nor with the new lnd. There was a delay of only a few minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.